Event description:
The devices were used during an unspecified procedure. Components from both instruments disengaged into the patient's cavity. The surgeon was able to retrieve the components without injury to the patient.